Manufacturer narrative:
The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic subtotal colectomy with primary ileoproctostomy. When the surgeon attempted to fire the stapler on the colon, it failed to fire. The surgeon stopped and followed step-by-step usage of the device, but it still failed to fire. It was unable to be used. No known impact or consequence to patient.